Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an obturator sling procedure in 2011. The patient experienced a vaginal mesh erosion which was noted in (B)(6) 2014. The vaginal erosion caused discharge and pain. A partial excision of the mesh has been planned. Additional information has been requested.